Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that ¿"wires 1 - 3 and 4 she [patient] is feeling pain with stim in the vaginal area even at low settings since 2019¿. This started about a month ago. The patient stated that ¿wire #2 is working so so¿ since 2019 (also started about a month ago. They reported they had a return of symptoms. They also noted symptoms of frequency, urgency, retaining urine, and leakage which also started about a month ago. The patient noted they were at their doctor¿s office last friday morning due to the device issues and the office tried to contact the manufacturer¿s representative for reprogramming but there had been no call back. Additional information received on mar. 25, 2019 from the patient reported that the same previous issues. There were no further complications reported or anticipated.

Manufacturer narrative:
Due to additional information received from the hcp, the patient retaining urine was determined to be a pre-existing symptom, so the event has been downgraded from serious injury to malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was noted that the patient¿s medical history included having urgency and frequency for a long period of time, and the implant was placed in 2015 because of urinary retention. It was reported that this worked for ¿least 3 years and then started developing some difficulties with again with urinary frequency and urgency and was also developing some labial discomfort¿ with the device. The patient had an appointment with their healthcare provider on (B)(6) 2019 and it was noted that after it was shut off they had improvement for a number of months, but now it started to reoccur; they had been ¿dancing between leads and activities readjusted to try to improve their status.¿ it was noted that it was partially improved but not completely. During their visit their post-void residual was 0, but they were voiding several times in the morning with minimal hydration. It was reported that they will add anticholinergics and have the patient return in 6 months to re-evaluate. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the physician¿s assistant felt there was something wrong with the device, that it may need to be reprogrammed. The manufacturer representative contacted the patient on (B)(6)2019 and told them to turn off the device, and to call them back on (B)(6) with how well they did. The patient stated that they called back on the (B)(6) and told the rep that things went well and were told by the rep to keep it off until after (B)(6). The healthcare provider called the patient on (B)(6) requesting a bladder scan on (B)(6). The patient noted that the return of symptoms and retaining urine had not really been resolved yet. No further patient complications are anticipated or expected as a result of this event.